Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed.

Event description:
The hospital reported that, the bag to vent switch has issues. There was no reported patient involvement/ injury.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the stated issue. The bag to vent switch was replaced to resolve the issue.